Manufacturer narrative:
Case anchor, that holds the main battery to the device power connectors, was found to be broken. Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not operating properly. He stated that it was believed to be an issue with the battery. Troubleshooting was unsuccessful in resolving the issue. Product was subsequently returned to manufacturer for product analysis. During analysis the reported complaint was verified. When the handheld's case was flexed, erratic errors occurred. Further analysis found the case anchor, that holds the main battery to the device power connectors, was broken. This specific condition caused the main battery to have intermittent power connections to handheld's printed circuit board assembly.